Event description:
The physician performed a procedure with the cerene cryotherapy device on april 5th. The procedure went well; there were no malfunctions or issues noted and it was a normal procedure. The patient was 46 years old and had a medical history of c-section and sterilization through an essure procedure (hysteroscopic procedure). Two weeks post-procedure, the patient had fever without abdominal pain. Her general practitioner suspected a urinary tract infection and started antibiotics. Three weeks after the procedure, she developed abdominal pain and was referred to the local hospital. She was admitted with sepsis, received a CT scan (which revealed an infection inside the uterus [endometritis]), and was given antibiotics. Another CT scan was performed because she had a relapse with increasing infection parameters; an abscess of 16cm between the bladder and the uterus as well as above the uterus was seen. No uterine perforation was seen. The patient was given antibiotics and a drain. The patient persisted with high fever and was moved to the (B)(6) hospital in (B)(6) on may 12th where she was again given a CT scan and drained. Thrombosis in the left ovarian vein was found. She was given different antibiotics. On may 19th the patient left the hospital with antibiotics and a drain and is recovering.

Manufacturer narrative:
Device was discarded. If the lot number of the device used can be determined, production records will be analyzed.

Manufacturer narrative:
The cause of reported infection is undetermined. Microbiological assessment confirmed the presence of actinomyces, but the exact cause of the infection is unknown. Infection post-treatment is addressed in the risk management documentation and presented in labeling. As no lot number was reported and the manufacturer was unable to isolate the lot number (several lot numbers were sold to this account), no lot history or production records could be analyzed.

Event description:
As of july 1st, the drain had been removed, infection levels were low, and the patient will receive antibiotics for 3 months. Microbiological assessment showed "actinomyces."